Manufacturer narrative:
This pump has been requested but has not been received. Should the pump be received, a follow-up report will be submitted upon completion of the evaluation or if additional information is obtained.

Event description:
The facility's nurse manager reported that this pump was "infusing integrilin from a 75cc bottle on a patient when it changed rates from 10cc/hr to 100cc/hr". It was noticed after they had transported the patient to another floor. The nurse manager stated that no patient injury was reported on this pump.